Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampons fell apart leaving pieces inside. The consumer experienced vaginal irritation. She went to her obgyn and was diagnosed with vaginitis. She was prescribed medication and her symptoms improved.